Event description:
It was reported that pump experienced malfunction alarm, but no further description of issue or blood glucose values was provided. There was no reported impact to the customer¿s blood glucose level. No corrective actions, troubleshooting steps, or pump replacement were reported, and no additional information was received regarding the outcome of event.